Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensing resulting in the patient experiencing shortness of breath and fatigue. The ra lead was re-programmed off and remain implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.